Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the intraocular lens was removed intraoperatively from the pt's eye to handling issue during insertion. The incision was enlarged to remove the lens and suture was used to close the wound. Another lens of the same model number was implanted successfully. Please reference MDR # 1119279-2013-00310 for the delivery device used during the event.